Event description:
During attempted power port insertion, the guidewire became coiled at the needle insertion site within the vessel. The needle was slightly withdrawn. The guidewire was advanced approximately 1 cm with ease and upon attempting to remove the wire, it snapped, leaving a short portion within the patient. The remaining piece of the guidewire was successfully removed by interventional radiology the next day.